Event description:
Caller from facility reported that the unit was suspected of underfilling final containers from the 70% dextrose source container on station 5. This was after the dextrose concentrations of 2 tpn bags were determined to be less than the programmed concentrations. These determinations were done in the facility's clinical chemistry lab. The first bag was analyzed because it was infusing into a baby who became hyperglycemic. The programmed dextrose concentration was 12.5%. By the methods employed,the dextrose concentration was determined to be 9%. Other tpn bags were tested, and one bag with a programmed extrose concentration of 12.5% was determine to contain 11.6% by the methods employed by the clinical chemistry laboratory. None of the bags have been retained. There were no alarms during compounding of these bags. The user was advised not to use the unit which will be returned for eval. Awaiting patient details from the user. Spoke with the user on 4/8 - she stated that the patient's hyperglycemia was not due to the unit, which had compounded a tpn in which the dextrose concentration was apparently less than the prescribed concentration. As of this date 5/2/97, the premature neonate continues to do well and remains in the hospital.